Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and ketones were present. Insulin injections were administered. Pump supplies were changed and multiple large boluses were delivered. A valid empty cartridge alarm was received, and pump supplies were changed. Elevated bg continued. Customer went to the emergency room and an insulin drip was administered. After 26 hours, customer was stable; bg was 200 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip was continued and elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer did not know cause of elevated bg. Tandem technical support reviewed the pump data and pump was found to be functioning as intended. Customer acknowledged the data review.